Event description:
A pt with a previous history of bladder cancer experienced cold sweat, nausea, swelling of the penis, and dizziness. The pt was observed and required no further medical treatment. This is the second event for this pt. The first report was captured in MFR. Report #2084725-2004-00027.